Event description:
It was reported by dealer that the right side of the 6291-5f walker is loose and has a lot of play in it. No lot number visible on walker. Customer only had the walker for 2 months. No injury reported. Patient under weight limit. No additional information available.